Event description:
A hemodialysis nurse reported a "first time use" dialyzer reaction involving xenium 150 synth hf dialyzer. Reportedly, while "access issues" were encountered with the patient's permanent catheter, the patient became suddenly unresponsive. According to the nurse, the patient had no detectable blood pressure at the time of the incident occurred. Reportedly, a "code blue" was called, but the patient's condition did improve shortly after, and the patient recovered from this event. The incident occurred within the first 20 minutes within a hemodialysis treatment. Since then, per doctor's order, the patient was placed on a different dialyzer, (cahp-210) and have had few dialysis treatments without further clinical consequences. No other information available at this time.

Manufacturer narrative:
Baxter has received the actual sample for evaluation. Upon decontamination of the dialyzer, a pressure test was performed. The results of the evaluation revealed no leak. In addition, the manufacturing facility (nipro corporation) has been made aware of this issue. An investigation still pending. Baxter is monitoring issues like this should significant information become available; a follow up report will be submitted.